Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. During service, the device assessment noted "won't hold the cutter (foreign debris inside the drive shaft)." If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was unable to secure the cutter. Device was used in surgery. There was no user or pt injury. It is unknown if there was any delay in the surgical procedure. The date of event is unknown. There was no additional information provided.